Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an open book image. The customer reported a blood glucose value of 572 mg/dl. The high blood glucose was treated with manual shot and in the hospital. The diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion) in the hospital. The customer reported symptoms at the time of hospitalization event was feeling sick/unwell, tired/weak and treated in the hospital. The event involved product(s) mmt-1880l, mmt-332a, mmt-399a. Troubleshooting was performed. It was unknown whether the auto mode feature/smartguard was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No further patient complications were reported. No product return is required for mmt-399a. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No crack at the case - reservoir tube side of the pump noted during visual inspection. However, the pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. Unable to verify delivery anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. On the event date of 03-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 03-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 240000 (24 u) and dailytotalofbolusinsulindelivered = 44000 (4.4 u) which is equal to the dailytotalofallinsulindelivered = 284000 (28.4 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 03-apr-2025. However, critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 04/25/2025 06:24:00.000 and 04/25/2025 06:34:00.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage at the case - reservoir tube side of the pump was not confirmed, however, other cosmetic damage was noted during analysis. Unable to verify customer alleged for high bgs/dka. Unable to verify delivery anomaly, perform the required testing, upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was found on motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.